Manufacturer narrative:
Per the fsr, a new drive motor was ordered and a subsequent visit was scheduled to replace the part.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal drive motor clip that holds the adapter was found to be broken. As mitigation, the user used a wire to ensure the clip was engaged onto the adapter. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the centrifugal drive motor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d9 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.